Event description:
It was reported that relion® insulin syringe plunger cap was damaged and the thumb press was missing. This was discovered during use. The following information was provided by the initial reporter: material no. 328509 batch no. 9133760 it was reported that poly bag was difficult to open and one syringe was stuck to the inside of the polybag. Also reported that same syringe plunger cap was cracked and thumb press was missing but still used syringe. Issue(s): package was difficult to open. Would not zip open as normal. Issues #2: this same packet found 1 syringe stuck to the inside of the bag. Issues #3: same syringe plunger cap was cracked in the bag. Issues #4: same syringe thumb press was missing but used this syringe.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g relion syringe in an open poly bag from lot # 9133760. Customer states that the poly bag was difficult to open and one syringe was stuck to the inside of the polybag and that same syringe plunger cap was cracked and thumb press was missing but still used syringe. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press. The poly bag also exhibited no perforations. A review of the device history record was completed for batch# 9133760. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200824222] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (poor perforations, crushed plunger, broken thumb press) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (improper placement) process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause for the damage is from a jaw jam on the form, fill and seal packaging machine. There were no notifications or l2l dispatches created to document the correction.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 9 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9133760. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200824222] noted that did not pertain to the complaint.

Event description:
It was reported that relion® insulin syringe plunger cap was damaged and the thumb press was missing. This was discovered during use. The following information was provided by the initial reporter: material no. 328509 batch no. 9133760. It was reported that poly bag was difficult to open and one syringe was stuck to the inside of the polybag. Also reported that same syringe plunger cap was cracked and thumb press was missing but still used syringe. Issue(s): package was difficult to open. Would not zip open as normal. Issues #2: this same packet found 1 syringe stuck to the inside of the bag. Issues #3: same syringe plunger cap was cracked in the bag. Issues #4: same syringe thumb press was missing but used this syringe.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe plunger cap was damaged and the thumb press was missing. This was discovered during use. The following information was provided by the initial reporter: material no. 328509, batch no. 9133760. It was reported that poly bag was difficult to open and one syringe was stuck to the inside of the polybag. Also reported that same syringe plunger cap was cracked and thumb press was missing but still used syringe. Issue(s): package was difficult to open. Would not zip open as normal. Issues #2: this same packet found 1 syringe stuck to the inside of the bag. Issues #3: same syringe plunger cap was cracked in the bag. Issues #4: same syringe thumb press was missing but used this syringe.